Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to heterotopic bone formation and limited extension. At the time of surgery, knee motion was approximately 0¿30 degrees. The procedure addressed a prior partial knee replacement, and implants were reportedly used in an off-label manner despite prior advice not to do so. Attempts to obtain additional information have been made; however, no more is available at this time.